Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, a migrated acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " and "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported patient underwent a right total hip arthroplasty on an (B)(6) 2003. During post operative monitoring and testing, a migrated acetabular cup, a limp and pain were noted. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.